Event description:
It is reported that the physician planned to pre-dilate a lesion in the mid-lad with a 2.5x12mm sprinter legend balloon prior to stenting with an unknown stent. It is reported that the balloon appeared to be defective. When the balloon was inflated, it was noted that there was an immediate leak of contrast into the coronary artery. It was noted that there was st elevation involving leads I and avl. The patient described moderate chest pain. Hospital staff suspected a moderate air embolism. The vessel was aspirated with a thrombectomy catheter. Nitroglycerin and adenosine were given ia. The clinical condition of the patient then improved slowly. The mid-lad was then stented and no further clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (related to operational context) - root cause of the issue is most likely procedural related. (B)(4).

Event description:
Evaluation summary: the balloon had been partially inflated. Hardened contrast and a small amount of blood were present inside the inflation lumen and balloon. The device was placed in a 37 degree celsius waterbath for 24 hours to soften the contrast and blood to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal balloon cone. A small longitudinal tear was present on the distal balloon cone.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). Evaluation conclusions: conclusion not yet available - evaluation in progress. Known inherent risk of procedure (mi).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.